Manufacturer narrative:
Inspected 1 opened and used enlite sensor and performed bicarbonate buffer test per specifications. The sensor failed per specification due to high readings.

Event description:
Customer reported receiving a bad sensor alert the same day that the sensor was inserted. Customer stated that she was sleeping at the time that the alarm went off and that it occurred after the initialization period. She was not sure if this alert was the result of the second consecutive calibration error. The blood glucose reading was 259 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.